Manufacturer narrative:
No unexpected error alarm was noted during testing and the insulin pump passed the self test, reset error test, displacement test, prime test and excessive no delivery alarm test. Multiple boluses were programmed and the insulin pump was monitored. All boluses were delivered and listed in the bolus history screen. However, multiple alarms were noted in the alarm history due to a corrupted history file. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was unable to upload data from the insulin pump to carelink. She tried three times and kept getting an error that the device was not found. The customer stated she is (B)(6) and had only used the device for about two weeks and a half. Blood glucose value was 140 mg/dl. The alarm history showed an unexpected restart, a displayable history check failed on startup, multiple flash error and a new software release detected alarm. The insulin pump passed the selftest. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.